Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead was found to be dislodged the day after the implant. The lead was successfully repositioned. The patient was fine after the procedure.